Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump was programmed to infuse 46.33ml of ampicillin, however there was 5ml remaining in the syringe when the infusion completed. It was also reported that the syringe pump's preventative maintenance expired april 2020. There was no patient harm.

Manufacturer narrative:
The reported issue that the pump was programmed to infuse 46.33ml of ampicillin, however there was 5ml remaining in the syringe when the infusion completed could not be confirmed. The infusion was found to have had the vtbi set at 47.6ml, and at completion recorded the programmed vtbi of 47.6ml had infused; however the volume, if any, remaining in the syringe could not be ascertained from the log. The syringe and tubing were not returned for investigation. The testing process did not find any existing performance malfunctions and the functional accuracy was found to be within specifications. The device was missing its knob; however this issue was not reported and is suspected to have been damaged after the incident. A root cause for the ampicillin infusion having an unexpected 5ml volume remaining in the syringe at the completion of the infusion could not be identified. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 03dec2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 19aug2020 and indicated that this device has been previously returned once for service of an issue that was not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pump was programmed to infuse 46.33ml of ampicillin, however there was 5ml remaining in the syringe when the infusion completed. It was also reported that the syringe pump's preventative maintenance expired april 2020. There was no patient harm.